Manufacturer narrative:
The mayfield modified skull clamp (a1108) was returned for evaluation: device history record: the DHR shows no abnormalities related to the reported failure. Failure analysis - unit received with the lock having both rotational and lateral movement and a residue buildup was present. Upon disassembly, repair noted the index knob and the lock will need new components added to replace worn internal parts. Unit received without the adjustment wrench and only one pin carrier. Unit needs to be machined to have heli coils added to the large starburst threads. The set screw in the swivel base was tight. General maintenance and cleaning required along with replacement of worn components to resolve issues noted. Root cause - the reported complaint was confirmed via inspection of the unit. Unit received showing signs of wear and with the index knob and lock requiring replacement of worn parts and with only one pin carrier.

Event description:
A facility reported that the screw on the mayfield triad skull clamp (a1108) came out and could not be locked properly. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.